Event description:
The customer states that the catheter tip was inserted into the funnel end and when the customer used the catheter the customer started to bleed from the sharp end. The customer looked at the tip and states it was sharp and not the real tip end.